Event description:
Device 1 of 2: reference MFR. Report: 1627487-2018-12473. It was reported the patient experienced ineffective stimulation after lead revision on (B)(6) 2018. Patient declined reprogramming with field representative. As a result, the patient may be awaiting surgical intervention.